Event description:
It was reported that the wall adapter was hot to the touch while plugged in and charging. Additionally, sparks appeared when the adapter was plugged in. Customer¿s blood glucose value was 175 mg/dl. Replacement adapter was sent to the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.